Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed the warranty seal is broken, the lid and bezel are damaged, and the unit is missing 2 feet. There are multiple 3rd part repairs, the flow port is missing and has a flow cable is electrical taped inside the port, and the footpedal port is glued to the chassis but also damaged. A functional evaluation revealed the unit could not be tested due to the damaged footpedal port and the third party repairs. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. There are no indications to suggest that the device/product did not meet specifications upon release into distribution. Internal complaint reference: (B)(4).

Manufacturer narrative:
Sample is under evaluation by the manufacturing site internal complaint reference case (B)(4).

Event description:
It was reported that during surgery, the controller was broken. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Preliminary results of the investigations have concluded that this unit had a damaged footpedal port which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.